Event description:
It was reported that the patient never had therapeutic effect. The patient was not doing as well as the trial with relieving their incontinence. Unfortunately it was working too well with the patient¿s bowels and they were not going at all. The patient was hoping that another group setting would help with their issue, but they couldn¿t adjust with a lower battery in their patient programmer. The patient replaced the batteries, but it was still registering as low. The patient had tried all 4 programs on their programmer and still wasn¿t getting therapeutic relief. The patient also experienced changes in stimulation when they changed positions. It was later reported that the patient still had concerns with their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient met with the manufacturer representative on (B)(6) 2012 and would meet with their hcp on (B)(6) 2012. The manufacturer representative made programming adjustments and it was working well. Three years later it was further reported that the patient felt like it didn¿t work and didn¿t think it was doing them any good. The patient needed an MRI so they were always thinking about taking it out. It worked, just not as much as the patient thought it would have worked. The patient had to catheterize themself 2 to 3 times a day.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va006qs, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).